Manufacturer narrative:
Explanted components have been discarded therefore cannot be returned to manufacturer for identification and analysis. No review of manufacturing records for complained parts can be performed either since product information is unknown. No x-rays nor pictures of explanted components were provided either. From follow-up communication with complaint source it was confirmed that no further information regarding the case can be retrieved, therefore no further root cause investigation is possible. Taking into account the involved product family smr shoulder, no adverse trend has been identified for reported issue in the last year. According to investigation carried out, no corrective action is needed for this event. The manufacturer will continue monitoring the market in order to detect any similar event.

Event description:
Revision surgery was performed on (B)(6) 2025 due to inferior notching and poly liner wear in shoulder prosthesis. Previous surgery is unknown, as well as product information for original implant during revision the surgeon explanted the 36mm glenosphere, the inferior baseplate screw, the reverse humeral body, and the 36mm reverse liner to replace them with new components. Surgery was completed as intended. The patient is male, date of birth on (B)(6) 1951. The event occurred in the united states.